Event description:
Reporter alleged blood glucose measured 242 mg/dl back to back with a result of 121 mg/dl, when testing was performed at the same time. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.